Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f318 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f318 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, clot observed, and tubing leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
Customer called to report a system pressure alarm during purging air phase of treatment procedure. Customer unloaded the centrifuge bowl and observed clotting in the centrifuge bowl. Customer aborted the procedure and did not return blood/products to the patient. Customer called back to report blood had leaked from the collect pump tubing segment when removing pump tubing segment from kit. Customer stated the patient was not connected when the leak was observed. Customer discarded the kit and will not be returning product.